Event description:
Additional information: symptoms have resolved.

Manufacturer narrative:
Medwatch sent to FDA on 2/18/2016. (B)(4) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of delayed inflammatory response, tenderness, swelling, tongue dysesthesia and esophageal edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of inflammation, edema, pain and numbness: "precautions for use there is no clinical data available regarding the effectiveness and tolerance of a juvéderm voluma with lidocaine injection in an area previously treated with another filling product. Injections should not be performed in areas that have been treated with permanent implants. Undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma. Two months later, the patient developed a "delayed inflammatory response" that consisted of tenderness and swelling on the "lat jawline, percurricular." The patient also had "tongue dysesthesia and esophageal edema." Patient as given prednisone and later also treated with benadryl and kenalog. About a month after the symptoms first appeared, the patient had a "new involvement" in areas where unspecified juvederm ultra plus was injected and was given treatment with "[aa] kenalog" and "haase." Symptoms related to the areas with unspecified juvederm ultra plus have resolved. Symptoms related to the unspecified juvederm voluma is still ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 2/25/2016. The event of delayed allergic reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for hypersensitivity was included in the initial medwatch.

Event description:
The patient's symptoms were also noted to be a delayed allergic reaction. Patient also went to the emergency room when developing the symptoms.